Event description:
Information was received from a consumer (con) via manufacturer representative regarding external device. It was reported that it took a very long time for the handset to complete and deliver a bolus. The patient stated that he received a new handset recently and it has been doing it since he received it. The company representative (rep) understood that the handset was replaced due to the same issue. The rep was not sure whether it was stalling at 90 percent or some other issue. The agent sent instructions to the rep on how to clear pds data.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.